Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the fluoro function board, generator interface board, mainframe backplane and the psi power supply. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that all the lights on the doghouse display of the 9800 system light up and the collimator may or may not cone down automatically. This happened 4 or 5 times in the am. System required reboot to restore normal operation. There was no report of patient injury.